Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly tortuous, concentric anatomy and/or other devices resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and concentric lesion in the mid iliac artery. A 014 bmw hydro guide wire was advanced to the lesion and an intravascular ultrasound catheter was advanced over the guide wire without resistance; however, the tip of the guide wire separated. A snare was used to remove the separated tip. The procedure was successfully completed with a new 014 bmw hydro guide wire. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.